Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the unlocking lever. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was possibility that this phenomenon was attributed to unstable electrical contact of the video connector socket due to the wear and deterioration of the video connector socket by repeatedly long-term use because more than six years was passed since the subject device was manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the endoscopic image was not displayed occasionally. There was no report of patient injury associated with the event.